Event description:
It was noted that a balloon rupture occurred. The target lesion was located in the moderately tortuous and severely calcified coronary artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon was inflated three times at 6, 8 and 10atm per interval. At fourth inflation, it was noted that the balloon ruptured at 12atm. The procedure was completed with another of the same device. There were no patient complications reported.